Event description:
As the anastomosis was being performed with the guidant stabilizer applied to stabilize the left anterior descending artery. Md noticed dark blood squirting from under the leg of the stabilizer applied to the right ventricle alongside the lad. It appeared to be a hole in the right ventricle, as it ultimately turned out to be. The artery was still stabilized, so md finished the anastomosis, then investigated the hole. It appeared that a small round plug of the right ventricular myocardium was sucked up into one hole of the stabilizer, and the most distal aspect of this was torn so that the myocardial plug was hinged on its most proximal portion with about a 1/4 inch hole in the right ventricular myocardium. This was repaired with a felted stitch of 2-0 ethibond and the operation proceeded from there. About 200 cc's of blood was collected in the suction container attached to the stabilizer, with probably a similar amount of blood collected from the field during the time the rv was bleeding.